Event description:
One pt sample with thyroid results which do not fit with clinical picture, and are discrepant when repeated. Initial free t4 gave 23.5 pmol/l; repeat using a different method gave 18.7 pmol/l. The investigational unit confirmed the customer's test results. No interference factors were identified. The investigational unit determined together with the tsh results, the overall testing between the two methods is not inconsistent and is acceptable.